Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his batteries are not lasting long and that he has to change them once every week and a half to two weeks. Also, that it takes his pump a long time to recognize that he has put in new batteries. His pump received a replace battery now alarm without receiving a low battery alert prior. Customer¿s blood glucose was unknown. Troubleshooting was performed and the new battery resolved the issue. The pump will not be returned for analysis.